Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ADA 13. Details of surgery: Ridge augmentation and Immediate extraction site. On (B)(6) 2026, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Infection, Peri-implantitis, Pain, Bleeding, Increased Sensitivity, Fistula and Inflammation. No further patient complications were reported.